Manufacturer narrative:
(B)(4). At the time of this report, the patient was recovered from the peritonitis event and the peritoneal dialysis effluent was clear. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with injection [inj], targocid (400 mg, intraperitoneally [ip], frequency not reported) and inj, netilmicin (100 mg, ip, frequency not reported). The outcome of the peritonitis event was unknown. The action taken with the dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter pd disposable product. The device was not returned and the lot number was unknown, therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.